Manufacturer narrative:
The insulin pump was received with no act button response due to flattened button dome switch. Rewind, basic occlusion, occlusion, prime, the excessive no delivery, and displacement test due to no act button response. No cosmetic damage noted.

Event description:
Customer reported via phone call, she has to press the up or down buttons multiple times for them to respond properly. Customer's blood glucose was unknown, but did state it was normal range. Customer did stated the past two weeks he has been experiencing high blood glucose over 400 mg/dl. Customer didn't recall any significant event which may have caused the keypad. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for further analysis. Customer declined troubleshooting for high blood glucose.